Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant. During the procedure, the sponge detached and got stuck in the scope channel. A water soluble lubricant was not applied to the top of the biopsy cap; however, the water soluble was applied to the sphincterotome that went through the biopsy cap. Reportedly, the sponge was removed using an alligator/ rat tooth forceps during scope reprocessing. The procedure was completed with another scope and another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.